Manufacturer narrative:
A 2 years retrospective analysis of the microport crm's complaints has been performed to review the reportability decision to FDA. The current event met the reportability criteria. Therefore, a MDR is sent by taking into account the validation date of this retrospective analysis as the last information received (28 june 2024). Upon reception, the returned smarttouch tablet was tested, and the reported behavior could not be reproduced, as normal functioning was observed. However, analysis of available expertise files confirmed the reported behavior, as errors related to the wmi service were observed on 17 may 2023, which resulted in the temporary impossibility to interrogate devices using inductive communication. It should be noted that normal functioning was restored upon reboot of the tablet.

Event description:
Reportedly, the smarttouch tablet cannot interrogate devices using inductive communication, as the session does not open, despite a green light on the associated telemetry head.